Event description:
A trilogy evo ventilator was sent to a third-party service center for preventative maintenance. There was no report of the device being in patient use. There was no allegation of harm. During the evaluation of the device at the third-party service center, the customer's complaint is reproduced. The device passes the operational test. It does not require battery or valve replacement. The unit arrives contaminated with sticky brown residue on the exterior and interior of the device. Trilogy evo blower assembly will be replaced due to the fungus. The following components were replaced due to contamination: blower bellows seal, mount, trilogy evo blower cap, trilogy evo rear cover, trilogy evo low flow o2 connector, dc harness assembly, fan retainer, trilogy evo speaker housing, machine flow sensor, trilogy evo handle - retention plate, blower chassis plate, trilogy evo external flow sensor cable, trilogy evo fio2, vanity cover, tubing-system board, tubing-blower chassis, tubing-fio2, tubing-low flow o2. Trilogy evo main housing, outlet side panel - it will be replaced due to cut marks. Trilogy evo obm harness will replaced due to damage. Muffler assembly, air inlet foam filter and particulate filter were replaced due to pm service. The device passed all test. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.